Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1118 (invalid test results, intercept too low) while running one pt sample on the axsym digoxin iii assay. Diluting the sample generated a result within normal range. There was no impact to the pt's mgmt reported.